Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider changed the pump's correction factor setting to help control the customer's high blood glucose level. Tandem technical support assisted the customer with changing the setting value.